Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced nausea, shortness of breath, tightness in belly and felt full during an unknown process step. The patient was connected to the home choice pro device at the time of the events. The caregiver reported one day prior to the events, the device was not draining. The day of the events, the device was ¿setup¿ with no I-drain and the device moved to fill 1. The caregiver disconnected the patient and went to the emergency room, subsequently the patient was hospitalized. Renal therapy services (rts) initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. Pd therapy was ongoing in the hospital with no issues noted. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The homechoice pro device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Seal, purge and disposable integrity testing was performed with no issues noted. No leaks were revealed and all pressures appeared correct and stable. Internal and external inspection was performed, and no issues were noted. All connections appear correct and secure with no evidence of moisture or pest infestation. No device failure or malfunction was identified that could have caused or contributed to the reported event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review showed that the reported draining difficulty was identified as a low drain volume alarm. However, there were no keystrokes, programming, or findings that would cause or contribute to the reported fullness event. Review of the event history log noted multiple low drain volume (ldv) alarms that were addressed by the user by turning off the device, which represents use error. The operator's manual instructs patients and caregivers on the appropriate way to address ldv situations. If the device is switched off while the patient's peritoneum is still filled with pd solution, the cycler will advance to therapy without draining the fill volume. This can lead to accumulation of the pd solution in the patient's peritoneal cavity. The homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypas low drain volume alarm. Should additional relevant information become available, a supplemental report will be submitted.